Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator moved from their pocket and created a large bruise with a lot of swelling. Patient saw their surgeon and was scheduled for replacement. Since then, the swelling has gone down but the generator is now protruding from skin and the incision site is leaking fluid. The patient's physician later reported that the cause of the generator migration is unknown but could be from possible increase in breast development and pressure from their undergarments. It was confirmed a non-absorbable suture was used to secure the generator during its implantation. The swelling is related to the device migration. The patient's mother later reported that the device was explanted. When the patient got to surgery, the device was "half out." No other relevant information has been received to date.

Event description:
Confirmation was later received that the device was not explanted following the extrusion. It instead was placed back in the patient#: (B)(4) chest.